Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The black coating just proximal to the actual scissor was peeling off of the device. Patient consequence:no. New device used to finish the case.

Manufacturer narrative:
(B)(4). Batch # p94773. Device analysis: the analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged. In addition, the tyvek was returned along with the instrument. Upon visual inspection, the shrink tube was confirmed to be burnt. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the device during the surgical procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.